Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the circuit board/printed circuit board (pcb) and burn marks to the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
This report is to advise of an event observed during analysis.